Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
According to the investigation in local lab, softclix plus device cannot be primed. After inserting needle, it protrudes out of the protective cap. The device has been returned.